Event description:
It was reported the pt experienced no stimulation sensation. The neurostimulator was overdischarged. Problems with recharge coupling were the primary reason for overdischarge. The physician confirmed the neurostimulator is not flipped and the depth of the implant is not an issue. In the operating room, the extension was found to be over the neurostimulator. The recharger did not recognize the neurostimulator. The manufacturer rep had not tried the 8840 programmer. A physician mode recharge was recommended. Device interrogation was suggested.